Event description:
Target was informed that during an embolization procedure the odc coil unraveled. Upon inspection of the returned device on 11/10/98 it was discovered that the coil had detached making this complaint a MDR. The patient's health was not impacted from this occurrence.